Event description:
The facility's biomedical engineering department returned the device for testing. During testing, baxter technician reported when the power cord was unplugged from ac, the main display flickered and the pump powered off. According to biomed, no pt injury has been reported related to this pump.